Event description:
Additional information received reported the revision did not solve the issues. The patient still had a shocking sensation around the implantable neurostimulator (ins) pocket and stimulation was not covering the correct location. During the revision, the extensions were replaced and that did not resolve the issue. After the extensions were replaced, fluid was removed from all connections before reconnecting the parts of the system. No fluid was detected behind the grommets. Following the revision, there was an impedance issue with contacts 9, 10, 14, and 15 on the lead. Impedances were tested four times during pre-operation and there were no issues. The manufacturing representative tried to reprogram without any success and the patient still reported a shocking sensation. The contacts that could not be used were the more appropriate contacts to cover painful areas. A new revision had not been scheduled.

Event description:
It was reported the patient had a shocking and jolting sensation and stimulation in the wrong location. After implant, the patient had 100 percent therapeutic effect and the correct location was covered. After a month, the patient had a shocking sensation around the implantable neurostimulator (ins) pocket and they were unable to use the amplitude covering their right leg. The patient had pain and less than 50 percent therapy relief in their right leg. No impedance issues were reported and x-rays did not reveal any anomalies. Reprogramming did not solve the issue. A revision was done on 2015-03-03 and both extensions were replaced. Impedances were tested after the replacement of the extensions, outside of the pocket, inside the pocket and right after surgery while the patient was on the operating table using different amplitudes and there were no issues. During the revision, fluid was removed from every connection. The revision did not solve the issue. The patient still had a shocking sensation around the ins pocket and stimulation was not covering the correct location. After the revision there was an impedance issue with electrodes 9, 14, and 15, which were the electrodes used to cover the patient¿s painful areas. High impedances greater than 10,000 ohms were measured on all electrode pairs with 9, 14, and 15. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant products: product ID 37081-40, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type extension; product ID 37081-40, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type extension. (B)(4).

Manufacturer narrative:
Concomitant medical products:product ID 37081-40, serial# (B)(4), product type: extension; product ID 37081-40, serial# (B)(4), product type: extension. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. Analysis of the extension (s/n (B)(4)) found no significant anomaly. The body of the extension was cut through and the product was segmented. Analysis of the extension (s/n (B)(4)) found no significant anomaly. The body of the extension was cut through and the product was segmented.

Event description:
Additional information received reported that a third revision was done to remove the remaining parts of the extensions. During the revision, an impedance test of the lead was done with an external neurostimulator (ens) and there were no impedance issues. New extensions and an implantable neurostimulator (ins) were implanted. An impedance test showed no issues with the new extensions and ins. The ins pocket was relocated to the left side of the patient¿s abdomen during the revision. The ins was programmed the day of this report and the patient had no more shocking around the ins pocket and there were no impedance issues. The patient was receiving effective therapy at the time of this report.

Manufacturer narrative:
Analysis of the extension (s/n (B)(4)) found no significant anomaly. The body of the extension was cut through and the product was segmented. Analysis of the extension (s/n (B)(4)) found no significant anomaly. The body of the extension was cut through and the product was segmented.

Event description:
Additional information received reported the patient had a second revision on the day of this report. The implantable neurostimulator (ins) was disconnected form the extensions and impedances were tested with an external neurostimulator (ens). There was still an impedance issue on contacts 9, 10, 14, and 15 which were the more appropriate contacts to cover the patient¿s painful areas. The ins was explanted along with the extensions that were cut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.